Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.

Manufacturer narrative:
Additional information was received from the plaintiff's attorney regarding the date of event onset; however, there is a discrepancy in this information as the date provided is one day before the date that was initially reported. Additional information asking for clarification regarding the date of event onset has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event; there are a total of two events for this patient. The associated MFR report numbers for this event are 1225714-2014-14518 and 1225714-2014-14519.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.